Event description:
The customer contact reported a delay of critical therapy due to a leak. The tubing set was to be used to deliver a unit of unspecified irradiated blood the patient. At an unspecified time, the customer contact reported that the piercing pin of the tubing set was inserted into the administration port of the blood product bag. At this time, it was reported that when the nurse spiked the container of blood product, the spike of the tubing set punctured the blood product container. It was reported that the container leaked and was not delivered to the patient. At an unspecified time, the patient was transferred to another center for treatment. The customer contact reported that the patient was released shortly after treatment. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information including if the tubing set was replaced, if a replacement unit of blood product was obtained and delivered to the patient, and the patient outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.